Manufacturer narrative:
Manufacturer email: (B)(4).

Event description:
It was reported that, during a procedure, the error codes 58 - self test process failure, 153 - laser deck - shutter not closed and 150 - laser deck - fiber not connected were observed. However, the procedure could not be completed due to this issue, and the patient was under complete anesthesia. There were no patient complications reported. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia.

Event description:
It was reported that, during a procedure, the error codes 58 (self test process failure), 153 (laser deck - shutter test fail), and 150 (laser deck - fiber not connected) were observed. However, the procedure could not be completed due to this issue. And the patient was under complete anesthesia. There were no patient complications reported. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(4). As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the solenoid and performed a calibration. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported error codes were confirmed as replacing the solenoid resolved the issue. The damaged solenoid is most likely the reason that caused the reported error codes. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.